Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep today and asked if ¿these things could shock them?¿ they stated that they had been getting a shocking sensation over the battery at least one to two times a day for the last month. It was reported that the event occurred on (B)(6) 2017. It was stated that it had gotten worse over the last four days, but they were getting good therapy with electrodes 8 through 15. It was reported that they had a pain that stopped them in their tracks. They stated the pain was where the leads entered their ins. There were no falls,car wrecks or sudden jerks, that could have contributed to the issue. The patient did state that they had had a head MRI, but they stated that that occurred two years ago and the manufacturer had been called at that time to get the ¿settings of the scanner¿. On (B)(6) 2017, additional information was received from the rep reporting that electrode 8 at 3.0v had impedances greater than 40,000 ohms. It was then reported that 0 through 7 electrodes were completely out of range (over 10,000 ohms) and when the patient turned stimulation off, the shocking stopped. It was reported that impedances were then rerun at 3.0v and electrodes 8 through 15 were around 800 to 1600 ohms but 0 through 7 electrodes were anywhere around 27,000 to 39,000 ohms and they had checked different reference electrodes. Technical services suggested palpating along the system with the ins on to see if the shocking could be elicited anywhere else along the system and to obtain x-rays to see if there were any visible fractures/disconnects. It was indicated that the patient was going to leave the device off until they had a revision of the lead. The patient¿s doctor did not wish to have an x-ray done as the impedances indicated a revision was necessary. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the both of the patient¿s leads were removed from the ins. It was reported that that they were tested in the multi-lead trialing cable (mltc) intraoperatively and electrodes 0 through 7 remained out of range, but the alternate lead in 8 through 15 had impedances that were within normal limits. However, when stimulation was turned on the patient experienced the same ¿shocking¿ sensation in the pocket. The medical doctor opted to replace both leads and the patient¿s registration was updated. It was also reported that an intraoperative x-ray noted that both leads had migrated down since implant. It was reported that the patient received great post-operative stimulation coverage. It was reported that they would be returning the leads once the hospital was done with the gross exam. X-rays were sent showing the original perm lead tips at the bottom of t7 and how they had migrated down to t8/t9. The other x-ray showed the placement of the leads replaced. It showed how the replacement leads were placed closer to where the original perm leads were placed. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(4) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the leads had issues that caused them to have to be replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. Analysis of lead (s/n (B)(4)) found no anomaly. Analysis of lead (s/n (B)(4)) identified that the conductor(s) were broken in the body of the lead; (x) cm from the end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: : product ID 977a260 (B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead product ID 977a260 (B)(6) implanted: (B)(6)2014 explanted: (B)(6)2017 product type lead. If information is provided in the future, a supplemental report will be issued.